Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in pacing inhibition. The patient is pacemaker dependent and complained of feeling dizzy. Boston scientific technical services (ts) reviewed the stored electrocardiograms and noted that the noise appears to be a result of lead-on-lead or lead-on-device contact. The physician plans to monitor the patient. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.